Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter distal shaft was seen to be kinked/bent. The catheter hub and tip were intact. During the functional inspection, a 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. The catheter was flushed, and a 0.0158" mandrel was advanced through the microcatheter. Significant friction was noted at the strain relief, which was subsequently cut at that point. Upon inspection, a ptfe inner lining was discovered. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'catheter hub friction' could not be replicated, however the analysis results are consistent with the reported event. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that when attempting to introduce the stent, significant resistance was encountered at the hub of the subject microcatheter, leading to the withdrawal of both the stent and the microcatheter. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. During analysis, the catheter distal shaft was seen to be kinked/bent. A 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. The catheter was flushed, and a 0.0158" mandrel was advanced through the microcatheter. Significant friction was noted at the strain relief, which was subsequently cut at that point. Upon inspection, a ptfe inner lining was discovered. Based on a review of all available information and the analysis of the returned device it is probable that the damage to the microcatheter and ptfe inner layer damage occurred when the resistance was felt transferring the stent during the procedure. An assignable cause of procedural factors will be assigned to the as reported 'catheter hub friction' and the as analysed 'catheter shaft kinked/bent', 'catheter ptfe inner lining peeling' and 'catheter shaft friction'.

Event description:
The subject device was returned for analysis and the device investigation revealed that the subject microcatheter had ptfe inner lining peeling. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.